Manufacturer narrative:
(B)(4). Eval results and conclusion: endoleak. Disease progression; pt refused treatment.

Event description:
An aneurx abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 5.5 years ago. Aneurysm and vessel morphology from the time of implant are unk. It was reported that the pt had been returning for regular follow-ups for the first 2 or 3 years and was notified that an intervention was needed for an unk reason; however, the pt refused treatment and did not return for follow-ups since then. Approximately 1 month ago, the pt presented with an 8 cm distal migration of the 28 mm diameter bifurcated stent graft, resulting in proximal type I endo leak (MFR report # 2953200-2011-01412); the bifurcated stent graft had migrated down to the aortic bifurcation. At the time of migration, the aortic neck was 16 mm long and 33 - 34 mm diameter. The migration was attributed to dilatation of the aortic neck and disease progression. Although the ipsilateral side had a good distal seal and extended to the level of the hypogastric artery, there was a distal type I endoleak on the contralateral side (MFR report# 2953200-2011-01413). The physician elected to intervene for the migration by successfully implanting 34 x 14 x 155 talent bifurcated stent graft and a talent cuff to rebuild up into the aortic neck. For the contralateral side distal endoleak, the physician elected to implant a 20 x 20 x 79 talent limb, which successfully resolved the endoleak. No additional clinical sequelae were reported, and the pt is fine.